Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lock of a transfer set was broken after connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photograph of the actual sample was provided. Visual inspection of the photograph was made with the naked eye and magnification. The white twist sleeve was identified to be separated from the light blue main body. Therefore, the reported problem of lock was broken after connection was verified. Should relevant additional information become available, a supplemental report will be submitted.